Manufacturer narrative:
An event of complete heart block post procedure and permanent pacemaker implant was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient did not have a history of this type of arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum. The implant depth was 8.08 mm (deeper than the recommended 0-5 mm) which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on available information, the reported event appears to be related to procedural conditions but could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6) ((B)(4)). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 8.08mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. It was noted post-procedure that the patient developed a complete heart block. The decision was made to implant a dual chamber permanent pacemaker. The patient have a prolonged hospital stay for monitoring of rhythm. The cause of the patient's complete heart block is attributed to the 29mm navitor valve. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.